Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015 product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-jun-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving morphine 25 mg/ml at 11.766 mg/day, bupivacaine 15 mg/ml at 7.06 mg/day, and fentanyl 300 mcg/ml at 141.19 mcg/day. It was reported the patient saw their hcp and reported they were having withdrawal symptoms. The pump was emptied and they received more medication than what was expected. The patient was referred to do a catheter dye study but they were unable to get the needle in the catheter access port (cap) and the patient was scheduled to go into the or for surgical access to the pump and try performing the catheter dye study and possible replacement of the catheter or pump. During the surgery the physician was unable to aspirate the catheter so they decided to replace it with a new one. They tried to disconnect the catheter from the pump but were unable to get the connector off of the pump. It was attempted several times to get the connector to release with no luck. Forceps were used to squeeze the connector to get it to release and the silicone covering came off but the connector stayed stuck to the pump. It was then decided to replace both the pump and catheter. It was reported the devices would be returned. Patient weight and medical history were asked but remain un known. At the time of this report the issue had been resolved and the patients status was alive - no injury.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015. Explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative (rep) was the cause of being unable to aspirate the cap determined? If so, please clarify what it was. ¿the cause seems to be somewhere in the catheter connector that is still attached to the pump. After the doctor cut the catheter he placed a small needle into the remaining catheter and was able to aspirate cs fluid.¿ what was the actual reservoir volume (arv) and the expected reservoir volume (erv) when the pump was emptied? ¿in the or the (arv) 15.5ml the (erv) was 10.7ml.¿ has the device been returned (catheter, pump)? If not, please respond to following: ¿not yet, I had to wait to pick up the pump from spd yesterday afternoon.¿ - does a medtronic employee have possession of the device? ¿yes, I have the pump and catheter portion.¿ if so, when was/will device be placed in the mail? ¿ as soon as I get the address that you want it shipped to.¿

Manufacturer narrative:
H3: additional analysis finding included "catheter body; damage to transition tube". Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the catheter revealed no significant anomaly, sc connector damaged at explant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.